Manufacturer narrative:
Complaint conclusion: as reported by the affiliate, a powerflex pro pta catheter ruptured at eight atmospheres (atm) during post-dilation. It was removed from the patient and another balloon was used instead. There was no patient injury. The intended procedure was a percutaneous transluminal angioplasty (pta) of a subclavian vein target lesion. The lesion was mildly calcified and moderately tortuous. The rate of stenosis was 90%. For the procedure, a powerflex pro was opened. There was no difficulty removing the product from the hoop or removing the balloon cover and stylet. There were no kinks or damages noted to the device prior to use and it was prepped normally with no anomalies noted. There was no difficulty getting the guidewire to the lesion. After implanting a smart control stent, a powerflex pro pta catheter was inserted into the patient. There was no difficulty or resistance/friction experienced as the balloon was advanced to and across the stented lesion. The balloon was inflated at the lesion for post-dilation. However, it ruptured at eight atm during its initial dilatation. The balloon had inflated normally before rupture. The catheter was not ever in an acute bend and did not kink during use. However, it was reported that the device did seem to stick to the stent. The device was easily removed from the patient with no resistance and the device was removed intact. The contrast media, contrast-to-saline ratio and brand indeflator are unknown; however, the indeflator was used successfully with other devices. Another unknown balloon was used instead. The procedure was finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The device was not returned for analysis. Review of lot 15857875 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst at/below rbp could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (moderately tortuous with 90% stenosis) may have contributed to the difficulty experienced by the customer. Neither the DHR nor the information available suggests a design or manufacturing related cause for this event; therefore, no corrective action will be taken at this time.

Event description:
As reported by the affiliate, a powerflex pro pta catheter ruptured at 8 atmospheres during post-dilation. It was removed from the patient and another balloon was used instead. There was no patient injury. The patient was a male, but his age was unknown. The intended procedure was a pta of a target lesion was the subclavian vein. The lesion was mildly calcified and moderately tortuous. The rate of stenosis was 90%. For the procedure, a powerflex pro was opened. There was no difficulty removing the product from the hoop or removing the balloon cover and stylet. There were no kinks or damages noted to the device prior to use and it was prepped normally with no anomalies noted. There was no difficulty getting the guidewire to the lesion. After implanting a smart control stent, a powerflex pro pta catheter was inserted into the patient. There was no difficulty or resistance/friction experienced as the balloon was advanced to and across the stented lesion. The balloon was inflated at the lesion for post-dilation. However, it ruptured at 8 atm during its initial dilatation. The balloon had inflated normally before rupture. The catheter was not ever in an acute bend and did not kink during use. However, it was reported that the device did seem to stick to the cordis smart stent. The device was easily removed from the patient with no resistance and the device was removed intact. The contrast media, contrast-to-saline ratio and brand indeflator are unknown; however, the indeflator was used successfully with other devices.

Manufacturer narrative:
(Continued from event description): another unknown balloon was used instead. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis. The device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant devices: smart stent (lot: c10040sl). (B)(6).